Event description:
The review of the manufacturing records confirmed all tests passed for the tablet prior to the distribution.

Event description:
It was reported that customer has communication issues with the wand on different patient's generators. They were not able to complete the patients follow up. They changed the batteries, pressed the reset button, changed the location of the programming wand (to eliminate the possibility of any interference in the room), they tried also different directions with the wand (horizontal, vertical) but the issue seemed unresolved. The wand wasn't capable of detecting the device, nor start the interrogation. Usb cable is most likely suspected in this case. It was reported that the customer ordered already a new wand as this is needed as back up. The review of the manufacturing records confirmed all tests passed for the wand prior to the distribution. Further information received indicating that the communication issues persisted also with the use of the new wand and they are ordering a new usb cable to solve the issue.